Manufacturer narrative:
On (B)(6) 2016, an fse visited the customer to address the reported event. During servicing, fse found loose tubing connections at the drain valve, column preheater, and the filter. The fse tightened the connections and adjusted the pump flow. The customer ran patient samples, calibrated, and ran controls. The instrument was verified as operational. There was no further action required by fse. The g8 analyzer is functioning as intended with all errors cleared. The most probable cause of the reported event was a defective column and loose peek tubing fitting. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(6).

Event description:
On (B)(6) 2016, a customer reported low retention times with their g8 analyzer. The customer tried adjusting the flow rate but the retention times continued to run low. Technical support sent the customer a new column and they reported when it was replaced, the column still displayed expanded peaks. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.